Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called the hospital for a sudden occurrence of driveline communication faults, with yellow wrench led and intermittent beeping, at home. The was no direct cause visible and no other technical issues occurred. Log files were downloaded and confirmed the alarm on 26apr2024 presumed to be caused by a com a fault that was flagged deeper in the data, as well as on 25apr2024 without a yellow patient flag. There was no impact on patient condition. The hospital cleared the alarm, but it reappeared, and the modular cable was exchanged with the system controller. The alarm did not occur again after the exchange. The patient was doing fine.

Manufacturer narrative:
Section d4: correction. Section d9, h3, h4, h10: additional information. Manufacturer's investigation conclusions: the heartmate 3 system controller (s/n: (B)(6)) was returned following the reported event of driveline communication fault alarms. A review of the event log files, extracted from (B)(6), contained data spanning approximately 5 days (23apr2024 ¿ 26apr2024, 24may2024per timestamp). Starting 25may2024 at 3:26:50, intermittent communication a faults activated. On 26apr2024 at 10:01:35, the communication a faults triggered driveline communication fault alarms to activate. The alarms did not resolve before the driveline was disconnected on 26apr2024 at 16:27:49, consistent with the reported exchange. The alarms did not affect pump operation. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for extended operation without any issues or atypical alarms produced. Provided information stated the hospital cleared the alarm but it re-occurred. The modular cable and system controller were exchanged and the alarm has yet to return. Per the modular cable investigation (manufacturer report number 2916596-2024-05084), the reported driveline communication fault alarms were determined to be due to damaged wires in the mod cable. The reported event was unable to be correlated to an issue with the system controller. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use (rev. G) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline communication fault alarms. Heartmate 3 instructions for use (rev. G) section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. G) section 6 - ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.